Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the crt-d upgrade procedure, the right atrial (ra) lead was placed, however the physician felt it needed to be repositioned. Upon repositioning, the helix was retracted, but could not be extended again. The lead was replaced with a new one, and the procedure was completed without further issues. No adverse effects were reported.